Manufacturer narrative:
Results: pressure applied to device before it reached the target lesion. Conclusion: pressure applied to device before it reached the target lesion.

Event description:
Device evaluation: the device was received in the original box with its plastic pouch. The stent had moved off the balloon, it was on the shaft close to the proximal side of balloon. In the inflation line and in the balloon traces of dried radio opaque solution were clearly detected.

Event description:
The physician was using a cook sheath and a scuba device for the procedure, treating a non tortuous lesion. After the scuba passed through the sheath it was reported that stent dislodged. The event did not affect the patient.

Manufacturer narrative:
(B)(4). Results: no device received for evaluation. Use of device is a possible root cause. Stent embolization. Conclusion: no device/cine images returned. Stent embolization.